Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that high, out of range pacing lead impedance was observed. The patient had twiddlers syndrome. The lead was capped and replaced.